Event description:
It was reported via repair work order that the power cord sheathing was torn exposing bare wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the power cord sheathing was torn exposing bare wires.

Event description:
It was reported via repair work order that the power cord sheathing was torn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.